Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The trial patient reported beginning the trial on (B)(6) 2016 and felt stimulation in his legs until 4 pm. At that time, he stopped feeling stimulation and therapy was noted to be on. He connected with his programmer and it showed stimulation to be on and it showed the voltage. When he would change voltage, he still didn't feel stimulation. He thought something, lead or cable, may have moved inside of his body. This was alleged to have occurred suddenly. Additional information received from the healthcare provider (hcp) in response to follow-up reported that it was only a test lead that was used and it probably moved out of the foramen. They changed to the other side to address this. Nothing occurred as a result; there was no improvement on either side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.